Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional tests and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during functional tests and review of the alarm log the cause of the condition was force sensing resistors (fsrs) outside of range. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.